Manufacturer narrative:
(B)(4). D-10: vanguard m uni brng b4 lm/rl, item# us154700, lot# 341590. Cobalt g-hv bone cement 40g, item# 402283, lot# 221710. Unknown bearing, item# unknown, lot# unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient underwent an initial partial right knee arthroplasty. Approximately ten years post implantation, the patient was revised due to loosening. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. D-10: vanguard m uni brng b4 lm/rl, item# us154700, lot# 341590 cobalt g-hv bone cement 40g, item# 402283, lot# 221710 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.